Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of reset was confirmed via interrogation. The device was tested on the bench and the reset could not be reproduced. The cause of the reset could not be determined.

Event description:
It was reported that the device was in backup vvi mode prior to implantation. The device was not used and was returned in intact packaging.